Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient presented ¿with long standing history of low back pain that has failed conservative therapy, including epidural steroid injections, physical therapy, and oral analgesics. She recently had a bout of intractable low back pain where she was unable to ambulate due to her pain. Patient underwent posterior lateral fusion at l5/s1 for discogenic syndrome at l5/s1 with annular tear and retrolisthesis using anterior peek cage with rhbmp-2/acs and local bone graft. Patient tolerated the procedure well. There were no complications noted during the procedure. On (B)(6) 2005 patient was seen for one month status post lumbar fusion follow up. Patient has "history of disc bulging. She states that she is having spasms in her back, unable to walk, but no incontinence. She fell from a standing position on to tailbone 3 days ago and states that since then the spasms are worse. No weakness or numbness in the legs. On (B)(6) 2006 patient was seen for follow up. Patient reported some occasional cramping in her bilateral hips and thighs. She was using a walker for ambulation. On (B)(6) 2006 patient was seen for follow up. Patient concerned about "infection in surgical area that she is having severe spasms and pain in her back radiating down into her lower extremities. No parasthesias or weakness. Patient has history of chronic narcotic dependency in the past. None of the xray scans shown any signs of cord compression. On (B)(6) 2006 patient seen for follow up complaining of an exacerbation of low back pain with bilateral leg weakness. She continued to smoke cigarettes. On (B)(6) 2007 patient was seen for follow up. Initially after surgery, the patient was doing well. The patient presented today with complaints of severe low back pain and bilateral leg pain and stated that she had a problem with balance. The patient admitted that she had not quit smoking. On (B)(6) 2007 patient presented with persistent back pain, serial CT scans have demonstrated a pseudoarthrosis at ls-s 1 with loosening of the hardware (pedicle screws) at s1. Patient underwent posterior lumbar interbody fusion l5/s1 and removal of hardware. On (B)(6) 2010 patient underwent reexcision for right breast cancer.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "many complicated issues including pain, mental anguish. I've required another surgery, and my mobility has limitations."